Event description:
The patient's girlfriend reported the patient's insulin infusion device was displaying an 07 (system alarm) message. She stated the patient's blood glucose reading was 358 mg/dl and he was feeling thirsty and very sick to his stomach. During troubleshooting, it was discovered the batteries in the device expired on 02/2005. The patient was at his parent's home and found a package of batteries that expired on 01/2007. The patient was instructed to change the batteries and the device was successfully reset. Troubleshooting also found the piston rod and adapter had not been changed in over one year. The patient was advised to change the piston rod every year and the adapter every 6 months. Replacement batteries, piston rod and adapter were sent. The patient gave himself an insulin injection to bring his blood glucose levels down. On follow up, the patient stated he had to switch to his backup infusion device because he could not clear the 07 alarm on his primary device even after putting in new batteries. He stated his blood glucose readings registered "hi" on his meter and he was only able to correct his readings after several insulin shots. The patient stated "I had blood in my...tubing which meant there was something wrong with my site. I think I went in too deep." The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.